Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the additional information received on 15-jul-2025 as the complaint no longer meets the description of a reportable incident (use error situation: physician/assistant fails to select appropriate wire guide size). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report following the additional information received on 15-jul-2025 as the complaint no longer meets the description of a reportable incident (use error situation: physician/assistant fails to select appropriate wire guide size). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. What was the position of the elevator? Open, details of the wire guide used (diameter, type, make)? Cook medical , metro11, 0.025¿¿ did any part of the stent contact the patient's anatomy when the complaint occurred? Yes the stent was in place in the cbd but not exiting the sheath. Please advise the anatomical location of the intended target site. Commun bile duck ( cbd) did the patient require any additional procedures as a result of this event? No but they place a competitor stent ( boston scientific) in same procedure what intervention (if any) was required? No was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No was the product inspected for kinks or damage before use? Yes, was resistance felt during insertion into patient? No was the directional button pressed during use? No was the yellow marker kept in view during deployment?, yes, are images of the device or procedure available? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device failed to open. "As per cc form": in good position front of the papilla guide wire in place the doctor decided to use a metallic stent. They opened the package and all seemed ok, they introduced the stent throw the duodenoscope without problem. Stent insertion was normal and when the decided to deploy the stent nothing happened. Impossible to deploy. They removed all the system and used another stent without problem awaiting response of the doctor.